Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2017 with the following findings: a review of the black box confirmed the call service 078 motor rewind errors. The complaint was replicated consistently during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was opened to find moisture on the internal components.